Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted to the hospital after experiencing hand numbness. A performed head computerized tomography (CT) was negative. It was determined that the patient had bacteremia and the source of the infection was reported to be due to the patient eating deer heart meat that the patient consumed. Of note, the patient thought that if they ate heart then their heart function would improve, and the patient had eaten deer hearts on other occasions which would result in hand numbness with no signs and symptoms. It was further reported that the organisms were identified as rothia, staph and bacillus and the patient was treated with intravenous antibiotic medications for sixteen days. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication a ssociated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hand numbness. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after experiencing hand numbness. A performed head computerized tomography (CT) was negative. It was determined that the patient had bacteremia and the source of the infection was reported to be due to the patient eating deer heart meat that the patient consumed. Of note, the patient thought that if they ate heart then their heart function would improve, and the patient had eaten deer hearts on other occasions which would result in hand numbness with no signs and symptoms. It was further reported that the organisms were identified as rothia, staph and bacillus and the patient was treated with intravenous antibiotic medications for sixteen days. The patient was discharged home and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.